Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the hemoglobin holder with photo diode was faulty. The fse replaced the hemoglobin holder with photo diode resolving the issue.

Event description:
The customer reported intermittent erratic hemoglobin (hgb) results and h&h (hemoglobin & hematocrit) check failures on patient results when using the coulter act diff 2 analyzer. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.